Event description:
A pt had complained about their oxygen flow the night before and when their family member went to switch cylinders, they heard a hissing noise that was followed by a flash fire. It was reported to the healthcare firm that the family member, received burns on their right fingers and arm.